Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 8, 2014 to april 10, 2014. Visual inspection of the returned device noted a solid, white particle, 0.35 mm in size, floating in the fluid of the bladder. Fourier transform infrared (ft-ir) spectroscopy scanning identified the particle to be of acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.